Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields- d1, d4 (model, catalog, UDI) a getinge field service enfinner (fse) observed that system is showing autofill failure alarm. Checked pressure transducer out of range so calibrated all 3 pressure transducers. Then checked with demo balloon and trainer it is working fine and ready to use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that before use on patient, cs300 intra-aortic balloon pump (iabp) had autofill failure alarm. There was no patient involvement.